Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 8l44-30, architect anti-hbc ii, that has a similar product distributed in the us, list number 6l22, architect core. Further investigation of the customer issue included a review of the complaint text, file kit testing, a search for similar complaints, and a review of labeling. Patient returns were not available. A retained kit of architect anti-hbc ii reagent, lot 88483hn00, met specifications for calibration and controls. Testing performed on seroconversion panels met performance for sensitivity. Tracking and trending did not identify any adverse trends. Product labeling was reviewed and found to be adequate. Based on the evaluation, no deficiency was identified for architect anti-hbc ii reagent, lot number 88483hn00.

Event description:
The customer stated an architect i2000sr analyzer generated a false negative architect anti-hbc ii result for one patient sample. There was no adverse impact to patient management reported.